Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and a sling was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat urinary incontinence. It was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary problems, needed to be catherized, and dyspareunia. It was reported that patient underwent mesh revision/removal in (B)(6) 2013 due to pain and erosion. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced leakage, bladder pain, severe urgency, abdominal pain, nausea, vomiting, interstitial cystitis, nocturia, and occasional urgency incontinence.

Event description:
It was reported that following insertion the patient experienced leakage, bladder pain, severe urgency, abdominal pain, nausea, vomiting, interstitial cystitis, nocturia, and occasional urgency incontinence.